Event description:
It was reported by journal article, patient underwent a total knee arthroplasty revision on unknown date. Subsequently, two weeks postoperatively, patient knee dislocated. Surgical intervention was required with open reduction and full extension brace for 8 weeks.

Manufacturer narrative:
The information being reported was found in the journal article titled "dislocation of rotating hinge knee prosthesis. A report of four cases". The journal of bone & joint surgery - volume 87-a number 5. May 2005. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the revision mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by william g. Ward, david haight, paul ritchie, stan gordon and jeffrey j. Eckardt. Manufacture date - unknown.